Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber was found to be cracked when unpacked.this was found before use on a patient

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned for evaluation. Photographs of the complaint chamber were provided by the customer. Our analysis is accordingly based on the description of the events, the photographs provided and our knowledge of the product. Results: the photographs showed an irregular shaped crack on the side of the chamber dome. The damage appeared to have been caused by an impact to the dome. A lot check revealed no other complaints of this nature for this product. Conclusion: every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Without a complaint device, we are unable to determine what caused the problem observed by the customer. However, it is unlikely that the crack to the chamber would have been present at the time of production. It is likely that the complaint chamber sustained the reported damage post-production as a result of accidental impact during transportation or storage of the device. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. The chamber crack in this case was detected prior to patient connection with no consequence as a result. (B)(4).